Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports they received an alarm during operation.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Corrosion was observed on the pcb and internal components of the device. Investigation found an 0x3d alarm in the device data, indicating the step sensor was asserted before wire driven. This is an indication of a pod that is leaking. No timeouts or drive stalls were observed in the device data. The cannula assembly was inspected and found a leak on the unexposed portion of the soft cannula. Fluid was observed flowing out of a small internal tear, diverting the fluid from following its intended path. The location of the tear measured 0.379" from the nail head of the soft cannula. Therefore, the root cause for the presence of corrosion within the device as well as for the generated alarm can be attributed to the internal tear. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.